Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 500 mg/dl. The customer had symptoms such as positive results in ketones test, nausea, vomiting the customer was treated with bolus. Customer stated that there was no leak and air bubble in the infusion set and reservoir. Customer stated that the cannula was bent. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.